Manufacturer narrative:
This product was received and tested by technical services who were unable to confirm that the video was intermittently jumpy; good images appeared on the screen. A smart cable replacement has already been sent to the customer and the returned cable has been scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the video was occasionally jumpy. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.